Event description:
It was reported that after receiving a chiropractic stimulator treatment on their back, the patient felt "kind of funny" like "jabs" and like "something was shocking from the inside". The patient also reported feeling weak and dizzy. The patient also said their heart rate was in the 50's, but usually in the 60's, and later it was 78. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.